Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was having a shocking sensation in the pocket. The nurse practitioner (np) tried to program around the issue. This did not resolve the issue and the device was explanted. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the device should have been shipped back otherwise the hospital still had it. All of the information was confirmed by the healthcare professional. No further complications were reported.